Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Account reported that laser was used for an enhancement procedure which is an off-label use of the laser. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth following enhancement in both eyes. Original treatment day not provided. Enhancement surgery date reported as (B)(6) 2015. A flap lift was performed. It was stated that the patient had loss one line of best corrected visual acuity (bcva). The patient had no complaints. Bcva from (B)(6) 2005: right eye pre-op 20/15 1.25 x -.75 x 10, left eye pre-op 20/15 1.50 x -1.75 x 0. Bcva from (B)(6) 2015: right eye pre-op 20/20 1.00 x -.25 x 175, left eye pre-op 20/20 1.50 x -.75 x 140.